Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced discomfort while they were recharging. They felt a tingling sensation. The specific location for the discomfort was where they thought the device was. The sensation was described as 'tingling.' The implant site was healed, they still had one stitch. The screen that was up on the recharge application was 'searching.' The sensation was present at the start of the recharge session. When asked if the sensation was present for every charging session, or just randomly, they thought it was random/they did not know. They were not sweaty/hot. The following troubleshooting steps were performed: recommended using recharger over a thin layer of clothing. When asked if a layer of clothing was used, if the layer covered the entire recharger surface, or if the recharger was in contact with the skin, they said "no." The belt was not used, and they still felt it when they were using the recharging belt. The issue was not resolved through troubleshooting. When asked if they were using clothing, they said no; they did not try adding clothing. They were redirected to their healthcare provider to further address the issue. When asked when they first felt the tingling when recharging, they said they felt it the day of the report, but honestly could not remember if they had felt it before. They had originally called in because they could not get their handset and communicator to connect to their stimulator. When asked when the last time they had recharged their stimulator was, they said saturday. They reported a 1707/coupling issues error, and reported seeing a recharger not found message. The following troubleshooting steps were performed: reset the recharger, confirmed communicator was off while using the recharger, recommended moving away from possible sources of electromagnetic interference (emi), recommended patient lean forward while sitting to optimize ins position, applied comfortable pressure to the recharger or considered tightening the recharging belt, moved the charger away from the lead, repositioned the recharger, located the ins by looking for incision and/or palpating the ins, had spouse help locate incision, and dismissed code 3167 and 1707. The troubleshooting steps that were taken on the call resolved the issue. They had been in open loop and "my therapy battery" was "read." Then the recharger flipped over to 10% charge, excellent connection, and charging and my therapy off. The patient was told that once they were done recharging, they would need to turn their therapy on. They said they used to be able to feel their stimulator, and now they did not anymore. They were told that if they continued to have issues connecting to recharge, they should contact their doctor to asses their stimulator position, and that if the stimulator moved, that could be why they were having trouble. They said they started leaking a couple days ago, and that was probably because their therapy was off. They had a return of symptoms. They were redirected to follow up with their healthcare provider.